Manufacturer narrative:
This is a combined initial / final report: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient reported to the hospital for regular follow-up mapping. In situ testing showed affected channels. Re-implantation is considered.